Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a possible ¿no disposable¿ alert but was unable to resolve it despite attempting restarts. Consequently, she switched to her backup pump, using the same cassette without any problems. There was a patient involvement, and no harm/adverse event reported. Medwatch # mw5160120.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.